Event description:
The customer stated that she had been having problems with her infusion set. Her insulin pump was alarming and her blood glucose had been escalating. The blood glucose reading was 412 mg/dl at the time of the event. During troubleshooting, the customer did a fixed prime test. During test, she stated that the insulin pump was not delivering enough insulin. The customer treated herself with a manual injection. The blood glucose reading was 412 mg/dl at the time of the event. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.